Manufacturer narrative:
Manufacturers ref # (B)(4). . G4) similar to device marketed under 510(k)/PMA: p140016 investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (wce-1713: zenith alpha thoracic post market retrospective study): type 1b endoleak was on the zta-p-46-125 placed during the secondary intervention. On (B)(6) 2026, follow-up computed tomography (CT) revealed patent study devices, thrombus in a study device, no device issues, and a type ib endoleak. On the same date, the patient was diagnosed with aortic rupture at the stented segment (B)(4), MFR report # 3002808486-2026-00076). This was treated with a secondary intervention on the same date, which was distal placement of a proximal component (zta-p-46-125). This was considered unsuccessful as the type ib endoleak persisted. On (B)(6) 2026, another secondary intervention was done--placement of a t-branch device. Patient outcome: the 2nd secondary intervention was considered successful. The event was considered resolved without sequelae on 30mar2026.